Event description:
Contact lenses began to make my eyes reddened and sore, so I took them out. The next day, I put them back in and they were ok for 6 hrs. After that my eyes were sore and felt like they were swollen. They were very red. I removed my lenses. Later on I looked up the new eye solution that I began using on the 22nd. It was recalled late march of 2007. The solution is amo moisture plus. Dose or amount: rinsing and soaking. Frequency: as needed. Route: ophthalmic. Dates of use: eight days in 2007. Diagnosis: to cleanse soft contact lenses. Event reappeared after reintroduction: yes.